Event description:
New information received indicates that the patient's vns generator that was explanted on (B)(6) 2013 was able to communicate with a vns programming computer during surgery. The reason the patient's vns generator was previously not able to be communicated with the vns generator was felt to be due to a faulty computer serial cable at the time, which was previously reported via MDR #1644487-2013-00482. However, no anomaly was noted with the serial cable. It is likely the previous generator failure to program was due to electromagnetic interference, as the generator was successfully communicated with at the replacement surgery later on (B)(6) 2013.

Event description:
It was reported that the physician could not communicate with the vns generator, and that he had attempted to use three different programming systems to communicate with the generator, but was unsuccessful. It was also reported that the patient had increase in seizures and was then referred for a battery replacement. A battery life calculation was performed and showed that the vns generator has 2.66 years till it reaches end of service. The vns generator was replaced on (B)(6) 0213 but the hospital discarded the explanted generator. Per the physician the increase in seizures and the failure to communicate with the vns generator was due to the generator's battery depletion, but according to the most recent generator diagnostics on (B)(6) 2013 system diagnostics shows output=ok/lead impedance=ok/dcdc=1/near end of service=no.

Event description:
Additional information was received from the physician stating that from the last office visit the patient was doing much better and the increase in seizures were resolved after the generator replacement on (B)(6) 2013.